Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed that the outer insulation of the lead was extrinsically breached due to a tear. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that the physician used so much force to pass lead into ventricle that the insulation bunched up. Subsequent lead used was able to be moved much more easily into ventricle after the implanter abandoned the original venous access and stuck the subclavian vein again. The lead was attempted but not used. A different lead was implanted. No patient complications have been reported as a result of this event.